Event description:
The following was reported: revision of a total left hip due to infection. All implants removed and placement of an antibiotic spacer. No allegations made against the implants.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster54e; cat# 702-04-54e ; lot# 88551101a 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot# xvre it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.